Event description:
It was reported that the patient's implantable cardioverter defibrillator was in backup vvi. The device was explanted and replaced. The patient was recovering post procedure.

Event description:
New information noted that the patient received shocks. The egms were erased with backup-vvi reprogramming.

Manufacturer narrative:
The reported field event of unexpected reset was confirmed, however, the reported event of inappropriate hv therapy was not verified. Analysis of device image found the device entered backup vvi mode due to two resets that occurred within 32 seconds of each other. The backup operation was consistent with an integrated circuit anomaly. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Manufacturer narrative:
Correction: previous g3 should have been (B)(6) 2022.